Event description:
It was reported that a malfunction alarm occurred, displaying malf 12 code. No adverse impact to the customer¿s blood glucose level was noted, as the customer declined to provide information regarding their levels exceeding 500 mg/dl. The customer initially attempted to reset the pump using online instructions. Technical support then assisted with resetting the pump and provided additional reset information. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.